Event description:
It was reported that the patient experienced withdrawal, a catheter migration was discovered, and the patient later was hospitalized comatose. The patient had a recent pump implant, and approximately 2 months following the implant, in the second week of (B)(6), the patient went to the hospital as she did not "feel good". The patient experienced withdrawal. The healthcare provider (hcp) checked the patient on (B)(6) 2012 and performed an x-ray of the catheter. The catheter was determined from the x-ray to have migrated out of the intrathecal space. The patient was placed on a minimal pump rate and a catheter revision was planned. The revision did not occur due to an operating room scheduling change. It was later reported that as of (B)(6) 2012, the patient was in a coma. The reservoir of the pump was checked and it was determined to have no volume discrepancy and it was at the same minimal rate. The hcp thought the pump was "ok" and that the patient's situation was not connected to the pump. It was later reported that the patient had "woken up" as of (B)(6) 2012, and the catheter revision still had not taken place as of that date. It was noted that the patient had received dialysis while in the hospital. Additional information will be provided in a supplemental report as it becomes available.

Manufacturer narrative:
Product ID, 8731sc serial#/lot# unknown, implanted/explanted: unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).